Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use states ¿adverse events that may occur and/or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿ per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. When the contralateral leg endoprosthesis was deployed on the left side, about 1 cm of the distal end of the device reportedly landed on the left external iliac artery, unintentionally covering the vessel. According to the physician, anatomical factors including calcification and the length of the common iliac artery (measurement not provided) may have contributed to the unintended device placement. An attempt was made to push the device up using a balloon catheter, but it was not successful. The patient tolerated the procedure, and the physician will continue to monitor the patient.